Event description:
An engineering investigation has been initiated on the device regarding a potential failure to turn on due to a premature depletion of the internal clock battery. The long term reliability of the battery is being investigated. There have been no events reported related to this issue.